Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges a impress catheter was used to access the left carotid during a procedure. During the manipulation to access the left carotid, the tip of the catheter became detached in the thoracic aorta. An endovascular snare was used to successfully remove the tip and a new device was used to complete the case. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was returned for evaluation. Upon receipt it was noted that the catheter tip was detached from the catheter shaft. The root cause cannot be determined; however, this has been observed when product has been exposed to chemicals during decontamination / sterilization of clinical environments or other extreme storage conditions. A search of the complaint database was performed and one similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team.